Event description:
It was reported that the right ventricular lead showed pace sense impedance had gradually increased. The lead remains in use with a plan to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.